Event description:
Boston scientific crm recieved information that, during a routine follow-up appointment, it was noted this device had measured a pacing impedance measurement on the related right atrial (ra) greater than 2500 ohms. The pacing threshold was also increased. No adverse patient effects were observed.

Manufacturer narrative:
The device was reprogrammed to unipolar mode, and all measurements were within the acceptable range. No further information is available. This report will be updated if additional information becomes available.